Manufacturer narrative:
The customer reported complaint of "no power to system. Led near power switch lights but system will not self-test" was confirmed during functional testing. The root cause was due to the defective power supply. During visual testing, it was observed that the cold well was rusty, the cold well cap was missing, pump lid was loose, white rollers were damaged, and t1, t2 block was loose/ worn, unrelated to the reported complaint. The ivtm thermogard console is a reusable device and it was manufactured on november 2011 which is almost 8 years old, and it has exceed its service life of 5 years. The damage observed during visual inspection is a characteristic of normal wear and tear for the life of the device. The thermogard console did not power up, and therefore, failed the initial functional testing. Upon customer's approval, the defective parts will be replaced and the thermogard console will be subjected to final testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for thermogard with serial number (B)(4).

Event description:
During device setup, the thermogard console did not power on. However, the led near power switch was lit, but the system did not perform the self-test. No patient involvement.